Event description:
Patient reported left side "silent-leak, ruptured, silicone in lymph nodes, silicone in breast tissue." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted.

Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation due to "silent- leak, ruptured, silicone in lymph nodes, silicone in breast tissue." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side "silent- leak, ruptured, silicone in lymph nodes, silicone in breast tissue." Device has been explanted.